Manufacturer narrative:
On 05-jan-2018 the field service engineer (fse) was at the customer site and observed bubbles in the sweep flow. The fse de-bubbled the sweep flow check valve and primed the sweep flow. The fse also made adjustments to the mcv calibration as a results of running latex calibration. The failure mode is attributed to bubbles at the sweep flow check valve. Patient information was not provided by the customer. An improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on 22-dec-2017; approximately (B)(4) of the worldwide product installed base has been upgraded as of 13-jul-2018. Due to an increase in the number of complaints received related to un-flagged erroneously high plt patient results released from the lab, bec anticipates that a field action will be warranted. The anticipated field action will include a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for the rest of the installed base. Internal bec identifier - (B)(4).

Event description:
The customer reported that their unicel dxh 800 coulter cellular analysis system generated increased platelet (plt) results on patient samples. Erroneous results were not reported outside of the laboratory. There was no report of change or effect to patient treatment. Neither patient or raw data was provided by the customer.

Manufacturer narrative:
Follow up 01: an improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on 22-dec-2017; approximately 11.5% of the worldwide product installed base has been upgraded as of 13-jul-2018. Due to an increase in the number of complaints received related to unflagged erroneously high plt patient results released from the lab, bec has determined that a field action is warranted. Field action (fa-33718) was approved on 30-jul-2018. The field action includes a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for rest of the installed base. If follow-up, what type: additional information has been selected. Recall (if recall number is given) or correction/removal number: recall, notification and modification have been selected. Correction/removal number: number has been updated to reflect the respective information for this event. Additional information: the recall (fa-33718) includes notification to the customer and correction of the issue via software update. Bec internal identifier: (B)(4).